Event description:
The facility representative reported a colleague infusion pump with a breakdown on the audio circuit. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a breakdown on audio circuit was confirmed but not duplicated by baxter service personnel. Quality engineering has confirmed the condition as failure code 550:121:1005:0000. The root cause of this condition was determined to be the user pressing "no" during the speaker test at power-up of the device. No repair was needed to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. Should additional information be received, a follow-up medwatch will be submitted.